Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on (B)(6)/2026, the cgm displayed low blood glucose levels (recurrent hypoglycemia), whereas upon arrival at the emergency department, the patient had very high blood glucose levels and ketones were present (no values reported). The patient received treatment and was discharged from the hospital. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.